Event description:
It was reported that pump experienced recurring malfunction alarms with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to continue using pump and would rely on alternate insulin method if necessary, and tandem technical support arranged shipment of replacement pump with updated software, provided storage and return instructions for problematic pump, confirmed address and delivery details, and informed customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.